Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position. The stent was able to be deployed without problem; however, slow expansion was noted with the second flange. A dimensional inspection was performed, and the stent dimensions did not meet specifications. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent first flange failure to expand. The investigation concluded that the stent dimensions did not meet specifications. However, the device analysis was unable to confirm the most probable cause that contributed to the observed problem. Therefore, the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. The IFU (instructions for use) states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement for loop stenosis.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03503 and 3005099803-2024-03504 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent (the subject of this report) was deployed, but the flange did not expand. The stent was removed from the patient partially deployed and a second axios stent (the subject of MFR. Report # 3005099803-2024-03504) was used; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The puncture site was closed using an otsc/ ovesco clip and the procedure was not completed. On (B)(6) 2024, another procedure was performed, and a duodenal stent was successfully implanted. There were no reported complications for the patient following this event; however, the patient was admitted to the intensive care unit for observation. Note: it was reported that the axios stent was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for loop stenosis.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f0801 captures the reportable event of admission to the intensive care unit.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03503 and 3005099803-2024-03504 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent (the subject of this report) was deployed, but the flange did not expand. The stent was removed from the patient partially deployed and a second axios stent (the subject of MFR. Report # 3005099803-2024-03504) was used; however, the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The puncture site was closed using an otsc/ ovesco clip and the procedure was not completed. On (B)(6) 2024, another procedure was performed, and a duodenal stent was successfully implanted. There were no reported complications for the patient following this event; however, the patient was admitted to the intensive care unit for observation. Note: it was reported that the axios stent was intended to be placed to treat a loop stenosis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for loop stenosis.